Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2014 due to loosening. The tibial tray and patella were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and lot number- unknown. Manufacture date ¿ unknown.